Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/29/2017 with the following findings: there were multiple pump reboots observed in the black box. The battery compartment was cracked. The returned battery cap and test battery cap were able to secure to the pump and all battery cap measurements were within specifications. The pump was successfully run on a 24 hour basal program with no reboots occurring. The original complaint could not be duplicated during investigation. The pump was opened and there was no damage internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery.